Manufacturer narrative:
Although a temporal relationship between the diagnosis of peritonitis and the fresenius products/liberty cycler exists, there is no documentation in the file to indicate a causal relationship between any fresenius product and the incidence of peritonitis. Additionally, there is no allegation against any fresenius products and the event of peritonitis.

Event description:
Source documents in the file were reviewed. It was reported, by the patient¿s contact, that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy was hospitalized on (B)(6) 2017 with peritonitis. On (B)(6) 2017, during a follow up call to peritoneal dialysis registered nurse (pdrn) it was revealed that during the hospitalization an effluent culture was performed on admission, results are unknown, but confirmed peritonitis. The patient was treated with ceftazidime intraperitoneally (ip) and antifungal nystatin orally. The pdrn stated the patient's hospital discharge summary is not available. The patient. Was discharged home with mother on (B)(6) 2017 and is continuing ccpd without further issues.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the evaluation.

Event description:
A peritoneal dialysis (pd) patient's mother reported her son was released from the hospital due to peritonitis. During follow up the patient's pd nurse reported the patient was treated for peritonitis with antibiotic (drug name, dose, route, and frequency unknown). The pd nurse has not received the medical records and could not provide more detail on the event. The dates of the hospitalization were not provided.

Manufacturer narrative:
The cycler was returned and refurbished prior to the full extent of the event was known. As such the cycler was refurbished and redistributed before a full evaluation was performed. The plant's limited evaluation did not find any issues and the event was unconfirmed.